Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 100 mcg/day) via an implanted pump for cerebral palsy and intractable spasticity. The hcp performed a refill on (B)(6) 2016 and filled the pump with the wrong drug. The patient was supposed to be filled with 500 mcg/ml, but the hcp filled the pump with 2000 mcg/ml around 13:18. The patient normally had 500 mcg/ml. The patient¿s dose was increased on (B)(6) 2016 from 110 mcg/day to 115 mcg/day because the patient¿s legs were feeling spastic. The patient had grown quite a bit so they have been working on increasing the dose ¿to deal with a chronic on-going this with this patient¿s spasticity¿. The hcp was having the patient come back in on (B)(6) 2016 so they could resolve this issue. It was noted it would take around 1.46 days for the patient to start receiving the 2000 mcg/ml. It was noted the hcp may want to change the dose back down to 100 mcg/day if they decide to perform a bridge bolus. It was further reported the pump was filled at 13:30 and the time at the facility when the pump would be updated with the bridge/prime bolus was approximately 17:50 (approximately 4 hours and 20 minutes since the pump was filled). The pump was running at 0.23 ml/day running for 4 hours and 20 minutes and 0.041 ml dispensed. It was discussed programming a prime bolus to simulate a bridge bolus and prime duration was 35 hours and 38 minutes. On (B)(4) 2016, additional information was received from a hcp indicated on (B)(6) 2016 the patient as receiving lioresal 2000 mcg/ml (dose 100 mcg/day) and the therapy was ongoing. The patient was not taking any other medications at the time of the event and no pertinent medical history. Actions included programming a priming bolus to slow the flow rate and keep the patient at a dose of 100 mcg/day. The patient¿s increased leg spasticity had resolved and the patient was doing well. The pump logs provided showed the current pump settings examined at (B)(6) 2016 (last change (B)(6) 2015) the patient was receiving lioresal 500 mcg/ml (dose 100 mcg/day) and on (B)(6) 2016 at 13:18 the pump status after update showed a 15% increase with a dose per day of 115.11 mc g/day. The pump was updated again on (B)(6) 2016 at 18:04 and the patient was receiving lioresal 2000 mcg/ml (dose 100 mcg/ml). The daily dose change was a 13% decrease and a priming bolus was performed. If additional information is received, a follow-up report will be sent.